Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that chb occurred during the pre-implant bav. During the initial deployment attempt, the depth was too deep, requiring the valve to be recaptured.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-operative electrocardiogram was performed that showed normal sinus rhythm (nsr) with a heart rate of approximately 50 beats per minute (bpm). During the pre-implant balloon aortic valvuloplasty (bav) using a 22 millimeter (mm) non-medtronic balloon, an unspecified atrio-ventricular (av) block and bradycardia were observed. Upon the first deployment attempt and subsequent recapture, complete heart block (chb) was observed requiring back up pacing. Following the implant of the valve, the chb did not improve. Subsequently, the patient left the procedure under temporary pacing.